Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 40.34 pg/ml and was reported outside the laboratory. After four hours, a new sample was drawn from the patient and the result was 6 pg/ml. On (B)(6) 2017, both samples were repeated and the result for the first sample was 3.16 pg/ml. The result for the second sample was about 6 pg/ml. There was no allegation of an adverse event. The reagent lot number was 185500. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.